Manufacturer narrative:
A patient experienced an infection at the lead sites. Patient was hospitalized, treated with intravenous antibiotics and the system was explanted. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead sites. Patient was hospitalized, treated with intravenous antibiotics and the system was explanted. The infection has resolved.